Manufacturer narrative:
(B)(4). UDI # unknown. The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Upon completion of the sample evaluation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Procedure: total knee replacement. Cathplace: knee abductor canal. A report was received stating the patient's catheter, silversoaker, broke and a fragment of the catheter remained inside the patient. Additional information received from the home health nurse on 30-mar-2016 stated the patient's family member had already removed both catheters. The nurse asked the patient's family member to retrieve the discarded catheters. Upon retrieval it was noted that one catheter was intact and the other catheter was missing the black end tip. The nurse informed the patient's doctor. The patient's doctor decided that the catheter end tip had remained inside the patient. The retained fragment was left in the patient, the risk of removing the remnant was higher compared to leaving it in place. No additional information was provided.

Manufacturer narrative:
One sample device was returned. The original packaging was not returned with the device. The silver-soaker catheter was returned not fully intact, missing the infusion segment and black catheter tip. There was evidence of stretching approximately 1.34¿ distal to the 2nd markings and continues throughout the catheter. The damaged part was measured to be 0.025¿ and the non-damaged part was measured to be 0.042¿. The silver-soaker catheter was examined under a microscope magnified at 1.25x, no signs of brittleness were observed. Tensile strength was performed on the silver-soaker catheter using the instron machine. The passing rate for the test was >2.8(lbf) at the infusion segment and >4.00 (lbf) for the mid-body segment. The result for the catheter mid-body segment was 11.34(lbf). Testing was not performed on the infusion segment because it was not received. The catheter met specifications during the tensile test and no additional testing was performed. The investigation summary concludes that the silver-soaker catheter was received not fully intact, missing the infusion segment and black catheter tip. Evidence revealed that stretching was observed where the breakage occurred. Tensile strength was performed on the mid-body segment and met specifications. Excessive force failure mode was chosen because during visual observation of the catheter, stretching and breakage was observed. Tensile strength on the mid-body met specifications. Using excessive force >4.00(lbf) on the catheter at the mid-body segment and >2.8(lbf) at the infusion segment will cause it to break. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).